Manufacturer narrative:
On 2-jul-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a soundstar® eco diagnostic ultrasound catheter and after the knob was rotated, it could not be automatically return to the initial position and needed to be corrected manually. However, the medical team then confirmed that they were unable to manually rotated the deflecting knobs at all. The curve would also refuse to straighten itself when releasing the locking mechanism. No further details were provided regarding troubleshooting of the device or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
On 03-oct-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a soundstar® eco diagnostic ultrasound catheter and after the knob was rotated, it could not be automatically return to the initial position and needed to be corrected manually. However, the medical team then confirmed that they were unable to manually rotated the deflecting knobs at all. The curve would also refuse to straighten itself when releasing the locking mechanism. No further details were provided regarding troubleshooting of the device or completion of the procedure. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. A deflection test was performed, and the device was deflecting within specifications; when the curve was unlocked the curve would not go back to neutral position automatically, but it could be released by manually adjusting the deflection knob; however, the locking knob required additional force to operate, but the functionality was confirmed to be normal. For this reason, the device was dissected and inspected, and stress marks were observed on the neoprene washer. Dimensional measurement was performed, and the washer was thicker than usual but remained within defined manufacturing specifications at the time. A device history record evaluation was performed for the finished device number (B)(6), and no internal actions related to the reported condition were identified. The deflection issue reported by the customer was confirmed. The potential cause of the stiffness could be related to the thickness of the neoprene washer. The instructions for use (IFU) contain the following information rotate the steering knobs. The steering function should be smooth. The catheter tip should flex in a corresponding direction. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).